Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified voids and deformation. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing. The events of lymphoma - alcl and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma fluid aspirated and pathology report indicates patient positive for bia-alcl allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported right side implant exchanged due to "serious problems, growing, and hard". Healthcare professional right side "implant exchange from textured to smooth due to swelling, firm and pain". Further reported was that "seroma fluid aspirated and pathology report indicates patient positive for bia-alcl;" markers of cd30+ and alk- have been confirmed. Alcl was present in capsule as well as seroma fluid and a tumor was noted to be present in the capsule. The device was implanted in a biologically male patient. The device has been explanted and a complete capsulectomy performed.